Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a right internal carotid artery (ica) carotid-cavernous fistula (ccf) using penumbra coils 400 (pc400), a px slim delivery microcatheter (px slim) and a non-penumbra guiding catheter). During the procedure, the physician accessed the target location with a guide catheter. Next, the physician placed four pc400s into the target location using the px slim. Then, while advancing the fifth pc400 midway through the microcatheter, the pc400 became stuck. Subsequently, the pc400 unintentionally detached, with the distal end of the pc400 entangled in the coil mass and the proximal end of the pc400 detached within the px slim. To prevent disturbing the coil mass, the physician decided to leave the fifth pc400 in the ica. Afterwards, a vessel sacrifice was planned and since the crossflow from the left ica had good flow, another pc400 was placed in the ica. Subsequently, the vessel was sacrificed successfully. The procedure was completed by placing another pc400 to pack the ica tightly. There was no report of an adverse effect to the patient.